Event description:
A uroview table tilted uncommanded to an angle of 90 degrees. The technicians were able to remove the patient form the table without causing any injury to the patient. The table stopped moving when the technicians removed the hand control. The table was lowered to the level position with the footswitch and the procedure was concluded without further incident. Examination of the hand control revealed signs of fluid ingress. The hand control was removed and replaced. The hospital has been cautioned to ensure that the hand control is bagged during all proceudres, as specified in the instructions for use. No further incidents have been reported.